Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to the zoll medical technical service department for evaluation and the malfunction was duplicated. Root cause analysis found an unseated flex cable to be the cause of the malfunction. The cable was reseated to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.